Event description:
It was reported that noise was observed during a follow-up. The physician elected to take no action. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.